Event description:
It is reported that the devices were implanted in 2004. The devices were revised in 2008, due to the shoulder becoming unstable and dislocating several times. At the time of revision, the components were well fixed.

Manufacturer narrative:
Other device used: catalog #00430204618, bigliani/flatow the complete shoulder solution offset modular humeral head, lot #60148290. Evaluation summary: the exact cause can not be determined with certainty. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.